Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen harder to read due to scratches. The customer stated that the insulin pump make grinding noise during rewind, no delivery alarm and unable to hear alarm. Customer stated that the insulin pump had cosmetic damage. Customer stated that the insulin pump reject new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No failed battery alert, no audio/vibration anomaly and no charge/battery anomaly noted. Device received with minor scratched lcd window and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).